Manufacturer narrative:
A lot number was not provided with the complaint. A review of the lot history record is not possible without a lot number. Maintenance records (both corrective and preventive) and calibration records cannot be reviewed without a lot number. Process monitoring data cannot be reviewed without a lot number. There were no samples submitted with this complaint. The reported condition could not be confirmed. Complaint shall be reopened if a sample is received. The exact root cause of the reported condition could not be determined without an actual sample to examine. The most likely root cause is method of injection, such as inserting the cannula to the hub and bending. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, all lots of needle tubing are statistically sampled and tested for breakage per iso standards. Based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time. This information will be utilized for trending purposes to determine the need for corrective actions. The production department will be notified of this incident with a copy of this complaint response.

Manufacturer narrative:
Submit date: 09/10/2015. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a needle. The customer reports that during a blood draw, the needle broke off from the hub. The nurse was able to pull the needle out of the patient's arm without harm to the patient or to herself. There was no additional medical intervention required.